Manufacturer narrative:
Update section g1: site name and address corrected. Update section d: material number brand name and asset data changed from accu-chek instant meter to accu-chek instant test strips.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose meter displayed the error e-3. After reviewing the user manual, the nursing staff interpreted that the e-3 error indicated a significantly higher blood glucose level than normal. At the same time, blood samples were sent to the laboratory for confirmation. The physician administered a total of 20 units of "regular" insulin to the patient. However, the lab results later showed that the patient's actual blood glucose level was 47 mg/dl, followed by a further drop to 15 mg/dl. The physician then immediately administered 10% glucose. The nursing staff reported that the patient was asymptomatic and conscious.